Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.

Event description:
It was reported that this patient's communicator showed a red call doctor (rcd) alert which indicates a potential change in the subcutaneous implantable cardioverter defibrillator (s-ICD) that was not transmitted. Troubleshooting was performed, but the rcd alert remained. Technical services send the patient a new cell adaptor. This s-ICD remains in service and no adverse patient effects were reported.